Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('worst pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 1. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine prolapse ("severely prolapsing"), dyspareunia ("intercourse was extremely pain") and infection ("infections") and underwent intestinal operation ("partial bowel removal"). The patient was treated with surgery (essure removal and hysterectomy). Essure was removed. At the time of the report, the pelvic pain, uterine prolapse, intestinal operation, dyspareunia and infection outcome was unknown. The reporter considered dyspareunia, infection, intestinal operation, pelvic pain and uterine prolapse to be related to essure. Concerning the injuries reported in this case, the following one/ones were received via social media: prolapse, intestinal operation, pain, painful intercourse, infection. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('worst pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 1. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine prolapse ("severely prolapsing"), dyspareunia ("intercourse was extremely pain") and infection ("infections") and underwent intestinal resection ("partial bowel removal"). The patient was treated with surgery (essure removal and hysterectomy). Essure was removed. At the time of the report, the pelvic pain, uterine prolapse, intestinal resection, dyspareunia and infection outcome was unknown. The reporter considered dyspareunia, infection, intestinal resection, pelvic pain and uterine prolapse to be related to essure. Concerning the injuries reported in this case, the following one/ones were received via social media: prolapse, intestinal operation, pain, painful intercourse, infection . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.